Event description:
It was reported the patient was getting a poor communication screen on their programmer which started the day of report. It was stated the patient wanted the reporter to ¿lower it one.¿ it was noted they were getting the poor communication screen both with and without the antenna attached. It was reported they had tried replacing the batteries and the patient was able to use their programmer a week to a week and a half ago. It was noted the patient was not feeling stimulation at the time of report but the device was still helping with what it was implanted for. It was stated the programmer would not do telemetry with or without the antenna and the anomaly appeared to have occurred through product use. Analysis results showed the telemetry problem complaint with the programmer was unverified. It was stated the antenna jack was tarnished. Additional information from the healthcare provider stated the patient had an end of life battery and a malfunctioning wire. It was noted the system was replaced on (B)(6)-2014.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28, lot# v304386, implanted: 2009-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 3093-28, lot# v304386, implanted: 2009-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).